Manufacturer narrative:
Device evaluation completed on march 26, 2021: visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusions to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture, unknown grade capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a mentor memorygel 400cc silicone prosthesis experienced spontaneous left sided deflation, and unknown grade capsular contracture, and bilateral ptosis post procedure. The patient went in for a breast lift and a capsulectomy and during the surgery it was discovered that the left side to be rupture. As a result patient underwent bilateral replacements as follow: left replaced with cat#: 3504001bc, sn#: (B)(4), right side cat3, and sn# are unknown on (B)(6) 2021. This report relates to the left prosthesis.